Event description:
The patient presented to the hospital with the left middle cerebral artery (mca) m1 segment 80% stenosis with symptoms of dizziness. Following uneventful delivery of the guidewire to the target lesion, angioplasty was successfully performed to treat the vessel stenosis using a balloon catheter. Two stents were delivered to the lesion and were accurately implanted. As the physician attempted to retract the guidewire, a vascular spasm had occurred and he was not able to remove the guidewire from the patient. The guidewire was left inside the patient's vessels. The patient was given papaverine to treat the vasospasm. Eleven days post procedure, the patient died. The physician stated that the high percentage of the vessel stenosis could have contributed to the patient's death after the vasospasm. The physician does not allege any malfunction of any devices using for the procedure.

Event description:
The patient presented to the hospital with the left middle cerebral artery (mca) m1 segment 80% stenosis with symptoms of dizziness. Following uneventful delivery of the guidewire to the target lesion, angioplasty was successfully performed to treat the vessel stenosis using a balloon catheter. Two stents were delivered to the lesion and were accurately implanted. As the physician attempted to retract the guidewire, a vascular spasm had occurred, and he was not able to remove the guidewire from the patient. The guidewire was left inside the patient's vessels. The patient was given papaverine to treat the vasospasm. Eleven days post procedure the patient died. The physician stated that the high percentage of the vessel stenosis could have contributed to the patient's death after the vasospasm. The physician does not allege any malfunction of any devices used for the procedure.

Manufacturer narrative:
The device lot number was changed to 12588035 based on the additional information provided. The device history record review for this lot confirms that the device met all material, assembly and performance specifications. There is no impact on the conclusion drawn.

Event description:
The patient presented to the hospital with the left middle cerebral artery (mca) m1 segment 80% stenosis with symptoms of dizziness. Following uneventful delivery of the guidewire to the target lesion, angioplasty was successfully performed to treat the vessel stenosis using a balloon catheter. Two stents were delivered to the lesion and were accurately implanted. As the physician attempted to retract the guidewire, a vascular spasm had occurred, and he was not able to remove the guidewire from the patient. The guidewire was left inside the patient's vessels. The patient was given papaverine to treat the vasospasm. Eleven days post procedure the patient died. The physician stated that the high percentage of the vessel stenosis could have contributed to the patient's death after the vasospasm. The physician does not allege any malfunction of any devices using for the procedure.